Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a hospitalization for a blood glucose over 600 mg/dl with large ketones, nausea/vomiting, rapid heart rate, shortness of breath, drowsiness, and lethargy associated with inaccurate insulin delivery. The pump was reviewed with the reporter related to the event. The reporter indicated that the pump basal history did not correctly match the pump's active basal rates. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an insulin delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The history showed that the pump was running on the incorrect year from (B)(6) 2016 to (B)(6) 2016. The history also showed that the pump alarmed for a replace cartridge on (B)(6) 2016 at 13:58 but the prime record showed that the pump was not primed with the new cartridge until 21:17. The pump was exercised for 24 hours at 1 unit per hour and the pump correctly reflected 24 hours in the basal history and the total daily dose. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).